Event description:
It was reported via phone call that customer was hospitalized on (B)(6), 2015 with blood glucose of 800 mg/dl. Customer was hospitalized due to dehydration and vomiting. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in infusion set. Insulin pump passed high pressure test. Caller was assisted in using bolus wizard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.